Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.50x15mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was noted. Therefore, another xience prime was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.